Event description:
It was reported that pump displayed malfunction alarm code malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.